Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited loss of capture and high impedance. Lead dislodgement was suspected. Chest x-ray confirmed that the lead was dislodged. On (B)(6) 2017 the patient presented for lead revision and the lead was explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.